Event description:
It was reported a revision of tibia base plate due to pain.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.